Event description:
During the device replacement procedure due to normal eri, the device was pacing at a higher rate than what was programmed. The device replacement procedure was completed and the patient was stable with no consequences.

Manufacturer narrative:
The device was received in normal working condition, with battery voltage at above eri (elective replacement indicator) level. The device was tested on the bench and displayed normal characteristics. Change in pace rate can only be reproduced when applying a magnet source to the device, which is a normal feature of the device. Electrical and mechanical tests indicated normal device functionality. There were no device anomalies found that would have contributed to the problem reported from the field. The reported event of abnormal pacing rate could not be confirmed.